Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a banding (patients age, gender and weight are unknown). According to the complainant, during the procedure, the wire snapped on the bander when attaching it to the scope. There were no patient complications reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the handle found no issues. There was damage to the handle slot showing that the trip wire was properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with seven knots is intact and attached to the distal end of the trip wire. In addition, five bands remained undeployed on the ligator head and the teeth on the ligator head showed slight damage. Functionally, the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The most probable root cause can not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used for banding. According to the complainant, during the procedure, the wire snapped on the bander when attaching it to the scope. There were no pt complications reported as a result of this event. Attempts to obtain more complete info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.